Event description:
It was reported that a thrombus occurred. In (B)(6) 2020, a left atrial appendage (laa) closure procedure was performed. A watchman access system (was) was positioned and 27mm watchman laa closure device & delivery system (wds) were used. Transesophageal echocardiography (tee) on the day of the procedure observed smoky findings in the left atrium and the left atrial appendage. The closure device was successfully implanted. Warfarin and aspirin were administered post procedure. 45 day tee revealed no leak around the device. The warfarin was discontinued and dual antiplatelet therapy (dapt) was administered. Device related thrombus (drt) was confirmed by tee upon the 6 month follow up and warfarin was resumed. Drt will be reassessed one month later.